Manufacturer narrative:
H3: the catheter was returned in 2 segments. Analysis of the catheter segments found ¿no significant anomaly ¿ catheter sutureless connector ¿ tear in seal near guide ring ¿ patent - no leaking seen¿ and ¿no significant anomaly ¿ catheter body ¿ deformed in shape and / or abrasion ¿ did not affect infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information as received from a healthcare provider (hcp) via a company representative (rep) indicated during a pump replacement on (B)(6) 2020 they could not aspirate the catheter with side port aspiration. The doctor was able to splice a pump segment at the back. A partial explant occurred with the 8780 and the spinal segment was left. The pump segment would be returned. The issue being report was no cerebrospinal fluid (csf) and it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving morphine (40 mg/ml at 13.428 mg/day) and bupivacaine (6.043 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. It was reported that the patient had been experiencing numbness when using her ptm (personal therapy manager). It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was planned; however, the patient had a contrast dye allergy, so the physician elected not to do a dye study and sent the patient for a CT scan. Additional information was received on (B)(6) 2020 from the healthcare professional via the company representative who reported that the results of the CT scan and cause of the numbness were unknown. The physician attempted to aspirate the catheter to determine patency and was unable to aspirate. The patient was being scheduled for a catheter revision.